Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. Service was not dispatched for this event. The root cause for erroneous differential results is unknown; however, the instrument did generate differential suspect messages and/or flags that alert the operator to further review the specimen.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the unicel dxh 800 coulter cellular analysis system generated erroneous abnormal differential results on two patient samples. No erroneous results were reported out of the laboratory. Manual differentials were performed and the two samples were rerun on an alternate dxh 800 instrument. The first specimen rerun differential result on the alternate instrument was similar to the manual differential result. The second specimen rerun differential results on the alternate instrument were also erroneous but the instrument generated differential suspect messages. There was no effect to patient treatment and no death or serious injury was associated with this event.